Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial stent deployment and stent damage occurred. A contralateral approach was performed to access the stenosed and moderately calcified target lesion located in the moderately tortuous superficial femoral artery. Following pre-dilation, a 6x180x130 innova was advanced and deployment initiated. There was difficulty noted in the deployment handle during deployment and the stent was reported to be deployed. When the delivery system handle was pulled back, the stent elongated. The procedure concluded with no patient complications.